Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with blood glucose value of 34 mg/dl. Customer also reported difference between sensor glucose and blood glucose values. The hypoglycemic event was treated with glucagon and glucose/carb intake. The event involved product(s) mmt-1884, mmt-332a, mmt-397a, mmt-7040a. Troubleshooting was performed for difference in glucose levels allegation. Customer reported blood glucose value of 44 mg/dl. Customer reported sensor glucose value of 112 mg/dl. Customer noticed that difference between sensor glucose and blood glucose was more than 30%. Troubleshooting was declined for hypoglycemic event. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-7040a.

Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The corrected information has been provided in sections b1 (checked adverse event box and unchecked product problem (e.g., defects/malfunctions) box), b2 (checked other serious (important medical events) box), b5 (updated the summary), d10 (added concomitant products) and h1 (changed from malfunction to serious injury) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported 2 separate sensor glucose versus blood glucose incidents from using the same sensor (customer never changed the sensor). Current case is for the (B)(6) 2025 sensor glucose of 112mg/dl versus blood glucose of 44mg/dl incident. Low was treated with glucose (not with glucagon). Please see report number 2032227-2025-183349 for the second incident found on (B)(6), 2025, with sensor glucose of 160mg/dl versus blood glucose of 34mg/dl that was treated with glucagon. For the current case, customer took a medication that would falsely raise sensor glucose value. Customer also said he might have over bolused. Customer troubleshooted the sensor issue but declined to troubleshoot the low. Pump was used within 48 hours of the low. It was unknown if smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.